Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functional according to manufacturer's specifications. Possible external equipment modifications were considered. As these were not permanent solutions, the decision was made to explant this device. Explantation/reimplantation surgery is scheduled for 04/24/1998. The health care professional has been informed that the explanted device should be returned to cochlear limited.